Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed no wand telemetry and no magnet response and premature battery depletion, failure to interrogate and no lv output on the pacemaker. Interrogation also found that the high capture thresholds and dislodgement on the right ventricular lead (rv). On (B)(6) 2024, the physician elected to explant and replace the ICD and cap and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: b5 for magnet and telemetry having no response.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented in clinic for a follow up. Device interrogation revealed, premature battery depletion, failure to interrogate and no lv output on the pacemaker. Interrogation, also found, that the high capture thresholds and dislodgement on the right ventricular lead (rv). On (B)(6) 2024, the physician elected to explant and replace the ICD and cap and replace the rv lead. The patient was in stable condition.